Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for periprosthetic calcar fracture - femoral (intraoperative). Event is serious and is considered mild. Event is possibly related to device and is definitely related to procedure. Date of implantation: (B)(6) 2022. Date of event (onset): (B)(6) 2022. Affected side: (right hip). Treatment: open reduction internal fixation.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received, indicated that the "primary operative notes 04/19/2022, indicate the patient received a right total hip replacement, due to end stage osteoarthritis. During broaching of the femur, a small femoral fracture occurred. Orif with synthes cables were placed. Surgery was completed without further complication".

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not received for examination. The photo investigation found nothing indicative of a device nonconformance. However an unknown fracture repair wire can be seen. The x-rays provided does not represent the device associated with this complaint. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.